Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that post-operatively to a knee arthroscopy, water had entered the pressure sensor, it was noted that reservoir of a fms vue ii fluid management and tissue debridement system had felt completely empty during the daytime set. When dismantling the day set, liquid leaked out of the pressure sensor connection. No surgical delay or patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no patient consequences due to the failure on the device. Investigation summary : the complaint device was received at the service center and evaluated. It was reported that during post-operatively to a knee arthroscopy, water had entered the pressure sensor, it was noted that reservoir of a fms vue ii fluid management and tissue debridement system had felt completely empty during the daytime set. When dismantling the day set, liquid leaked out of the pressure sensor connection. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, the reported issue cannot be duplicated, and no other fault was found. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device [j21a70468] number, and no non-conformances related to the reported complaint condition were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.